Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Set broke as it was being used to administer lipids to a (B)(6) old infant in our nicu. There was no harm to the patient.

Manufacturer narrative:
The suspect product was not returned for investigation. The customer's complaint that a syringe and adaptor broke off of the syringe tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the syringe adaptor set broke near the connection between the syringe and the tubing during a lipid infusion to a (B)(6) old infant in the nicu.